Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported a partial display on the insulin pump. The customer's blood glucose at the time of the incident was unknown. Leading up to the incident, the customer noticed the insulin pump was not accepting blood glucose readings and was not calibrating. The customer also noticed the words on the screen were on top of each other and were a faint color. The customer removed the battery, but the issue was not resolved. At the time the customer removed the battery, they noticed a crack on the outside of the battery compartment. The customer declined assistance with troubleshooting. The insulin pump will not be returned for analysis.